Event description:
Pump was being used to infuse diamorphine. Facility incident report states syringe set at incorrect dose. Nursing staff reported setting the pump to infuse at 0.2 mm/hr but later when the pump was checked it was found to be at 2.0 mm/hr. Entire contents of syringe had infused. No medical intervention, observations showed pt to be stable.